Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue related to the surgical procedure, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review was performed and according to the men's sling instruction for use document, there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation. Although surgical intervention was reported, no allegations related to the device were received. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause of the revision surgery was. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons.

Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons.